Event description:
Additional information received reported that a new device was implanted after the set screw was found to be missing in the other device. It was stated that the patient recovered without sequela.

Event description:
It was reported that set screws were missing in the header block. It was indicated that there were not any loose components in the packaging. It was noted that the product was not used and was going to be returned.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial #(B)(4)) found that a connector block was out of alignment. The #0 connector block was not completely seated in the ins port causing the setscrew to be misaligned with the grommet.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).